Manufacturer narrative:
Based on the current information provided, the cause of the operative complication cannot be determined. An intuitive surgical, inc. (Isi) technical service engineer (tse) reviewed the system logs post-operatively, and no significant errors were observed. The site¿s isi customer service representative (csr) has attended subsequent procedures and the problem has not been reproduced. The system is reported to be working properly and procedures have been performed. The devices involved with this event have not been received for failure analysis evaluation. All multi-use instruments used in the case have been used in subsequent procedures with the exception of the single-use instruments and the following instruments: 30deg endoscope plus, permanent cautery hook, cadiere forceps, medium-large clip applier, and large clip applier. A site history review has shown that no complaints have been created for any of these instruments. Review of the system log was performed, and no related errors were observed.

Event description:
It was reported that after a da vinci-assisted liver resection procedure, the surgeon discovered that the four incision holes were black inside like they had been burned with electrosurgical energy. The issue was observed while removing the four 8mm cannulas. It was noted that during the procedure, bipolar and monopolar energy had been used. According to the surgeon this did not lead to an injury of the patient skin and had no effect of the healing of the patient.